Event description:
Report from (B)(6) stating that the device experienced "heat". It is known that the device was not used during surgery. It is unk if there was injury or medical intervention. There was no additional information provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device is currently undergoing evaluation. Once the evaluation has been completed or if additional information is received, a supplemental MDR will be sent. (B)(4).